Event description:
Depuy orthopaedics received a summons regarding a lawsuit that has been filed in the court of common pleas. The reason for the lawsuit and the product involved are not known at this time.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.